Manufacturer narrative:
Field left blank: no available code for undetermined or unknown cause. The customer¿s report that the silicone segment tubing separated from the upper fitment and leaked was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. The retainer ring for the connection was not returned. There were no crush marks observed. Functional testing was not performed due to the separation. Dimensional analysis was performed and the results were within specification. The root cause of the tubing separation was not identified.

Manufacturer narrative:
Gtin/UDI number for item 10013361t lot 17097263 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 500ml infusion of etoposide (138mg) was noted to have air in the line and when the rn was flicking the tubing the silicone segment tubing separated from the upper fitment and leaked. The rn reported the chemo spilled out onto the pump, into his eyes and on the floor. The rn stated there was nowhere to clamp off the chemo as it kept leaking. The rn went to the facility's emergency department where he was diagnosed with conjunctivitis as a result of the leak. There is no report of lasting harm.